Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm in the sterile processing area. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant downstream occlusion alarm. Evaluation found the downstream sensor reading to be above specification with a set loaded, caused by a failed downstream sensor. The failed downstream sensor was replaced.